Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been one year since the subject device was manufactured. A definitive root cause for this issue was not established. The causes of these failures were not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device mentioned in this report was not returned for evaluation; however, the customer spoke with the engineer and was told that the scope, when put back in the stack, needed to be dried out for 24 hours before the next procedure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the 4k ultra high-definition liquid crystal display monitor had a noisy display and displayed error code 117 (life of optical module). The patient was scheduled for a double diagnostic procedure using the monitor and scope devices. In between procedures, the patient was sitting on the examination table while the same device was being set up for the second procedure. Due to the noisy display and error code problems that were found, the stack was switched out for similar devices. As a result, the procedure took an extra twenty (20) minutes while the problem was resolved. There were no reports of patient harm associated with this event.